Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 24-mar-2026 against "lot number" "6014935" and similar malfunction codes: soft cannula bent/kinked/crimped after removal -blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The review confirmed that lot: 6014935 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 23-mar-2026 against "lot number" criteria equal "6014935" and similar malfunction codes: soft cannula bent/kinked/crimped after removal -blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The count of complaint is 1. The complaint numbers are (B)(4). Device history record (DHR) review: the lot: 6014935 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac 12, on 18-aug-2025 with a total of (B)(4) units. The sub-assembly of the lot: 5h00957 was manufactured according to the wi version 30 and manufactured in quickset line, on 17-aug-2025, with a total of (B)(4) units. A review of the device history record (DHR) confirmed that all required in process inspections and final product tests were completed. During outgoing test 9, one sample was found with bent needle; therefore, extended sampling was conducted in accordance with established procedures, and the results met the specified acceptance criteria. No deviations, nonconformance's, or equipment related maintenance events were identified that correlate with the reported complaint condition. Conclusion: the DHR review supports compliance with manufacturing and quality requirements. The isolated outgoing test 9 finding was appropriately addressed through extended sampling with acceptable results. No issues were identified that would have contributed to the reported complaint. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area (version 3): all 3 samples tested passed visual inspection. Wi guidance for functional testing for complaints area (version 2): all 3 samples tested passed functional air flow test for the reported malfunction code soft cannula bent/kinked/crimped after removal -blockage all test results were within specification as documented in the attached test report complaint: (B)(4) test report. Conclusion: testing did not confirm the reported issue; no nonconformance identified. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot: 6014935 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
Reference number: (B)(4). Event occurred in poland. It was reported that the patient faced a bent cannula event on 22-feb-2026 which led to high blood glucose level. The patient's blood glucose was high for more then 4 hours. They tried to treat it with insulin pen. Therefore, on (B)(6) 2026 afternoon, the patient was admitted to hospital due to high blood glucose level. The patient's highest blood glucose levels ranged between was 450 mg/dl and ketone levels were tested positive. Due to high blood glucose level patient experienced confusion, feeling week, headache. During hospitalization, the patient received insulin via injection and pump. After spending 4 days, the patient was released from the hospital on (B)(6) 2026. No additional information available.